Event description:
Reportedly, during the implantation attempt a very small strange signal (small amplitude) was detected during the psa test. The lead was not implanted and anew one was used.

Event description:
Reportedly, during the implantation attempt a very small strange signal (small amplitude) was detected during the psa test. The lead was not implanted and a new one was used.

Manufacturer narrative:
Summary of investigation: as received the screw fixation was within the distal electrode profile. The fixation mechanism operated as specified. The electrical and mechanical measurements were within specifications, and the review of the quality documents indicated that the lead met all the requirements of the specification during inspections. Stretches of the o-coil were spotted at the connector sleeve. These findings could have occurred during the implantation attempt and are not related to the reported event. It should be noted that the reported electrical issue may be attributable to external factors that are independent of the lead characteristics, such as lead tip position or patient physiology. Such factors are well-known potential complications associated to such implantable devices that are discussed in the device instructions-for-use and published literature. The root cause could not be determined by the investigation; however, based on the provided information a lead issue is not suspected to be related to the reported problem. For more details, please refer to the attached report analysis.